Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had notified their managing physician and had an appointment on the (B)(6) at 1:00 p.m. The patient noted that they turned the device off to troubleshoot and resolve the left sided numbness in the face, shocking through the leg while attempting to lie down, and the uncomfortable and painful stimulation in the wrong location. The patient reported that the cause of the left sided numbness in the face, shocking through the leg while attempting to lie down, and the uncomfortable and painful stimulation in the wrong location was determined to be due to the patient sitting up.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient wanted it to be taken out because it wasn¿t working. Troubleshooting had included reprogramming. No falls or other issues were reported. The device was explanted. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient stated that four days after being implanted they started feeling left sided numbness in their face. The patient called their healthcare professional (hcp) who told them to go to the hospital to ensure they were not having a stroke. Diagnostics confirmed that the patient was not having a stroke. The patient followed up with their hcp who told the patient that they did not feel it had anything to do with the stimulation or device implant. On (B)(6) 2017 the patient got a shock through the device and it went through their left leg. It was noted to be a painful, uncomfortable stimulation that presented in the wrong location. The patient was attempting to lie down when it occurred. The patient was crying and stated that they were so afraid, and noted that their patient programmer (pp) was off when it occurred. The patient did not have a bandage and it was not as swollen as it was right after surgery. The patient was trying to communicate with their pp and had to reposition it a couple of time to get it to sync. The patient was able to sync with their implantable neurostimulator (ins) and it was noted to be on program 1 at 1.6 volts. The stimulation was decreased to 1.0 volts, and the patient changed from a standing position to a sitting position to a laying position, but there were no changes in the stimulation perception. The stimulation was then decreased to 0.0 volts and the patient stated that their face numbness was gone. The patient elected to keep their stimulation off. The patient would follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial (B)(4) showed no significant anomalies and passed final functional testing. Due to the nature of the complaint, the ins was put through a long-term monitor test and functioned without issue throughout 100 hours of testing at body temperature. The ins was tested at the cut end of the returned lead and good, stable output was observed on all electrode pairs when received. The telemetry was determined to be acceptable. If information is provided in the future, a supplemental report will be issued.